Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6), united states. The title of this report is ¿a retrospective data collection of the treatment of fractures of small and long bones and of the pelvis with the asnis micro screw system.¿ which is associated with the stryker ¿asnis micro screw system¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred on 01 may 2020. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses early superficial infections that resolved with oral antibiotics and local wound care. 2 out of 2 cases. The report states: ¿two patients with similar medical comorbidities and surgical indications had one adverse event each. One patient was a (B)(6) year old male current smoker with a bmi 44 kg/m2 and two medical diseases who sustained a closed distal fibula fracture after a fall from standing height. The other patient was a (B)(6) year old female nonsmoker with a bmi 44 kg/m2 and three medical diseases who sustained a closed distal fibula fracture after a fall from standing height. Both of these adverse events occurred postoperatively, and both adverse events were superficial early infections that resolved with oral antibiotics and local wound care.¿